Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels (300-400 mg/dl) and the cause was not known. Correction boluses were delivered and subsequently, the bg lowered to 40-50 mg/dl. The customer declined to provide further information regarding the event.